Manufacturer narrative:
Additional narrative: (B)(4). Examination of the submitted device confirmed breakage and damage. The overall condition of the device suggests moderate usage. The root cause is attributed to rough handling and possible misuse. Based on the determination of rough handling and possible misuse as the root cause, the need for corrective action is not indicated. Continue to monitor via (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
The trial broke while being removed.